Manufacturer narrative:
The customer contacted siemens to report that multiple patient samples produced flags, indicating hemolysis, on the atellica sample handler prime instrument, causing the delay of three patients' chemotherapy treatments. The customer did not provide further details related to the delay in the patients' chemotherapy treatments and there is no indication that the samples were not truly hemolyzed. The customer indicated that the samples produced flags, indicating hemolysis, for a week but did not provide supporting data. While most tests are relatively robust especially towards a slightly hemolyzed sample (h=1), some tests, such as potassium, are more vulnerable towards hemolysis interference due to the release of intracellular potassium from the bursting red blood cells. The instrument produced hemolysis flags to alert the user of potentially discordant, falsely elevated potassium results. As per the "a-lyte integrated multisensor (imt na k cl)" instructions for use (IFU), hemolyzed specimens should be avoided when testing a sample for potassium. Sources of hemolysis are commonly pre-analytical, such as in appropriate draw or specimen transport to the laboratory. The affected samples were discarded by the customer and are not available for further investigation. As requested by the customer, a service pack to the software was installed to increase the cut-off value that would flag a hemolyzed sample. No further evaluation of this device is required. MDR 2432235-2018-00350 was filed for the hemolysis flag produced by sample ID (B)(6) on (B)(6) 2018.

Event description:
The customer reported that three patients' chemotherapy treatments were delayed for two days because the samples run on the atellica sample handler prime instrument were hemolyzed and produced results with flags, indicating hemolysis. Three samples from each patient were run on the same instrument and the samples also produced results with flags, indicating hemolysis. The customer reported that they do not report numerical potassium results on hemolyzed samples and reported the potassium results as "haem" only to the physician(s), causing a delay in the patients' chemotherapy treatments. The impact on patient care due the delayed chemotherapy treatments is unknown. The customer indicated that on (B)(6) 2018, ten patient samples produced results with flags, indicating hemolysis, on the same instrument and were repeated. One patient was re-drawn twice. Additionally, a patient with sample ID (B)(6) was redrawn the next day and the new sample also produced results with a flag, indicating hemolysis. The impact on patient care for the samples that produced results with flags, indicating hemolysis, was not provided by the customer. There are no known reports of adverse health consequences due to the delayed chemotherapy treatments. Statements attributed to the physician(s) and customer are derived from information submitted to siemens complaint handling system and haven't been verified.

Manufacturer narrative:
Siemens filed the initial MDR on 21-sep-2018. Additional information (25-sep-2018): siemens further investigated the instrument files and determined that the hemolysis index of 1 was correct for sample ID (B)(6). Corrected information (18-oct-2018): the initial MDR indicated that samples run on the atellica sample handler prime instrument were hemolyzed and produced results with flags, indicating hemolysis. Siemens further investigated the issue and determined that the instrument impacted by this issue was the atellica ch 930 analyzer. MDR 2432235-2018-00350_s1 was filed for the same issue.